Manufacturer narrative:
Eval: customer returned the hub of the complaint device for cook inc. To evaluate. Upon examining the hub, extension tubing was present in the hub which would indicate that the tubing separated rather than the extension tube to hub bond failed. Returned product was also reviewed by our supplier, indicates since the extension tubing was still present in the hub, and with the nurse's observations, then that would indicate the tube was pulled out of the hub with abnormal axial force.

Event description:
The white hub of the distal lumen separated from the extension tubing. The line was placed in 2006 and while the nursing staff was rotating the extremely obese pt on the event date, it was noticed the line was becoming tense. Soon after they heard a snap and realized the distal hub had become disconnected. Cvc was discontinued and replaced with a peripheral line.